Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received the following results within 10 minutes: (B)(6). No adverse event alleged. A request was made for the return of the meter and strips, replacement sent.